Event description:
The customer reported that the insulin pump went into threshold suspend with a blood glucose level of 152 mg/dl and a sensor glucose level of 68 mg/dl. The customer was unable to troubleshoot as this was a past event. The customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.